Event description:
A pt intubated with size 8, lpc low pressure cuffed tracheostomy tube experienced respiratory distress and required intervention when cuff inflation failure occurred and mechanical ventilation was compromised. The pt was reintubated with a second 8lpc device, ventilation was resumed with pt returning to baseline condition. The reported 8lpc device was tested prior to insertion and was in use approximately twenty-four(24) hours before the reported event. The 8lpc device was discarded and as such will not be returned to the MFR for identification, analysis and investigation.